Event description:
It was reported that during an unk procedure, after firing the device, the pt was bleeding. The dr found the staples were not formed correctly. So the dr changed to hand sew. No pt consequences. One device returning.